Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k number. Device manufacture date: unknown. Investigation summary: one photo was received and evaluated. The photo showed a one loose 3ml plunger rod without the barrel. The plunger rod was observed to be deformed at the ribs approximately in the middle and bent around the deformity. Mold # was not provided and could not be read on the sample depicted in the photo. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no batch, no mold information and no samples were received, therefore it is unknown where this product was manufactured and not possible to investigate the reported failure. Rationale: since root cause could not be defined, no corrective actions are necessary at this time.

Event description:
It was reported that syringe 3ml ll 200 s/c plunger was damaged. The following information was provided by the initial reporter: material no: 309657 batch no: unknown it was reported plunger bent, needle stick.